Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visual inspection noted that the lead was returned in 2 segments and not the entire lead was sent back. The returned portions were the terminal segment and part of the mid body segment. In the terminal segment no anomalies were found. In the mid body segment, there was a large indent in the insulation around the circumference of the lead. At this juncture, the cathode and the anode conductor coils were stretched and the conductor coil was fractured. There were also cuts noted in this area. This damage was most likely from a suture tied tight around the lead at this location.

Event description:
Boston scientific received information that both the right atrial (ra) lead and right ventricular (rv) lead exhibited loss of capture (loc) when the patient moved their arms. Both leads were believed to be fractured. On fluoroscopy, it looked as though the suture was tied around the lead, which might have caused the fractures. As a result, both leads were explanted and replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.